Manufacturer narrative:
Batch review performed on 15.feb.2021: lot 154771: (B)(4) items manufactured and released on 20-jan-2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved batch reviews performed on 15.feb.2021: gmk-sphere 02.07.1202r tibial tray fixed cemented size 2 r (k090988) lot 182896: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0022r femoral component sphere cemented size 2+ r (k140826) lot 181857: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 months after previous revision surgery (primary in 2018) due to signs of an infection and the pathogen is unknown. The surgeon removed all the implants except the patella and implanted an antibiotic spacer. The surgery was completed successfully. This is the 3rd revision surgery for this patient. The previous revisions were performed due to quad tendon repair (inset revised) and infection (washout and insert revision).